Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition had occurred when turning on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips remote service engineer (rse) assisted the operator on this issue. The customer informed the philips rse that when the device is powered on it is giving a vent inoperable error when turned on. The customer wanted to know if there was a way to troubleshoot the issue. The philips rse went over support tool with the customer. The customer would take on the responsibility to correct/repair the device. The philips rse did notify the customer that if this does not address the issue to contact philips regarding this issue. The customer called back in for additional support. The philips rse reviewed the device's error log and observed the machine flow drift high error had occurred several times on the device. A philips service engineer (se) evaluated the device by taking the device apart. The philips se checked all connections, hoses and fittings on the device. After putting the device back together, the philips se put the device into ship mode. The philips se powered the unit on after the shut down and the ventilation inoperative alarm was no longer and it was back at the information screen. New information/eval: a trilogy ev300 ventilator was returned to a third-party service center for a customer complaint of ventilator inoperative alarm. During further evaluation of the device at the service center, the device failed the active exhalation control (aec) test. The technician recommended replacing the trilogy evo 3 way solenoid valve and proportional valve (aecm) to address the issue. Coding updated in box h. (B)(4) - follow up repair will be completed by a philips authorized service provider or by the customer. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition had occurred when turning on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips remote service engineer (rse) assisted the operator on this issue. The customer informed the philips rse that when the device is powered on it is giving a vent inoperable error when turned on. The customer wanted to know if there was a way to troubleshoot the issue. The philips rse went over support tool with the customer. The customer would take on the responsibility to correct/repair the device. The philips rse did notify the customer that if this does not address the issue to contact philips regarding this issue. The customer called back in for additional support. The philips rse reviewed the device's error log and observed the machine flow drift high error had occurred several times on the device. A philips service engineer (se) evaluated the device by taking the device apart. The philips se checked all connections, hoses and fittings on the device. After putting the device back together, the philips se put the device into ship mode. The philips se powered the unit on after the shut down and the ventilation inoperative alarm was no longer and it was back at the information screen.

Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred when turning on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips remote service engineer (rse) assisted the operator on this issue. The customer informed the philips rse that when the device is powered on it is giving a vent inoperable error when turned on. The customer wanted to know if there was a way to troubleshoot the issue. The philips rse went over support tool with the customer. The customer would take on the responsibility to correct/repair the device. The philips rse did notify the customer that if this does not address the issue to contact philips regarding this issue. The customer called back in for additional support. The philips rse reviewed the device's error log and observed the machine flow drift high error had occurred several times on the device. Currently, the device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.